Event description:
In 2009, a company representative reported that the patient was having issues with her infusion sites not sticking properly to her skin. Further attempts to follow up with the patient were unsuccessful. The patient was sent IV prep wipes. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.